Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ lower pelvic area/ bad pain') in a 33-year-old female patient who had essure (batch no. 50529422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vaginitis and uti. Essure confirmation test(s) conducted, specify: results of confirm. Test: other. Concurrent conditions included overweight, vaginal bleeding and dysuria. Concomitant products included iron since (B)(6) 2019 for anemia. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced metrorrhagia ("abnormal bleeding (vaginal, menorrhagia) - I would bleed for 12 days after my period"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("abnormal bleeding (menorrhagia) I would bleed for 12 days after my period"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during sex"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection type: frequent uti"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced pain ("body ache") and back pain ("lower back pain"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with alprazolam (xanax), azithromycin (azo), oral contraceptive nos and surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, metrorrhagia, dyspareunia, pain, back pain, fatigue, weight increased, bladder disorder and urinary tract disorder had resolved and the urinary tract infection, female sexual dysfunction, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, metrorrhagia, pain, pelvic pain, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: received treatment for : dyspareunia (painful sexual intercourse), apareunia, dysmenorrhea, fatigue, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received. Event "menorrhagia" was added. On 22-nov-2019: follow-up 5 and 6 processed together. Pfs received. New events: bladder problems, urinary problems added. Outcome for bladder/urinary problems added. New reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ lower pelvic area/ bad pain') in a 33-year-old female patient who had essure (batch no. 50529422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included iron since may 2019 for anemia. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced metrorrhagia ("abnormal bleeding (vaginal, menorrhagia) - I would bleed for 12 days after my period") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during sex"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection type: frequent uti"). In april 2013, the patient experienced fatigue ("fatigue"). In september 2013, the patient experienced back pain ("lower back pain"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain ("body ache"). The patient was treated with alprazolam (xanax), azithromycin (azo), oral contraceptive nos and surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, metrorrhagia, dyspareunia, pain, back pain, fatigue and weight increased had resolved and the urinary tract infection, female sexual dysfunction and dysmenorrhoea outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, metrorrhagia, pain, pelvic pain, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc(product technical complaints). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ lower pelvic area/ bad pain') in a (B)(6) female patient who had essure (batch no. 50529422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included iron since (B)(6) 2019 for anemia. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced metrorrhagia ("abnormal bleeding (vaginal, menorrhagia) - I would bleed for 12 days after my period") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during sex"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection type: frequent uti"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced back pain ("lower back pain"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain ("body ache"). The patient was treated with alprazolam (xanax), azithromycin (azo), oral contraceptive nos and surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, metrorrhagia, dyspareunia, pain, back pain, fatigue and weight increased had resolved and the urinary tract infection, female sexual dysfunction and dysmenorrhoea outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, metrorrhagia, pain, pelvic pain, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs and mr received. Case became incident. Previously reported event injury is replaced with new events: pain/ lower pelvic area/ bad pain, abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding - I would bleed for 12 days after my period, frequent uti, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)/ pain during sex, body ache, lower back pain, fatigue and weight gain were added. Lot number added. Medical history, concomitant drugs and lab data were added. Reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.